Event description:
Patient with history of coronary artery disease (cad) and hypertension (htn) presented with new onset of chest pain. When preparing for heart cath, the package of the teleflex vascband was open and a hard plastic rectangle piece fell on the floor. The product was not used on the patient and another was used successfully.the hard plastic rectangle piece was not secured on the band as it usually is. All packages of the hemostat vascular band come in boxes- boxes are stored on a shelf in stock room. Packages are removed from box and placed in drawers of the procedure rooms.